Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to perform functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip and cracked battery tube threads. No damage inside the pump was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display. Customer had changed the batteries. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.